Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with chest and left arm pain, shortness of breath, and lightheadedness. The left heart catheter with stenting of the distal left main into the circumflex was noted.